Manufacturer narrative:
(B)(6).

Event description:
It was reported that loss of capture followed by underlying rhythm was observed via remote transmission. Noise during a vt was also observed but was not reproducible. Reprogramming was made.